Event description:
It was reported that during a follow-up, the healthcare professional noticed that the estimated battery longevity showed less than three months remaining, while in january the estimated battery longevity showed one year remaining for this implantable cardioverter defibrillator (ICD). Additionally, the right ventricular (rv) lead did not capture at maximum output 7.5v at 2ms. The shock impedance was high but within normal limit at 122 ohms. Provocative maneuvers were performed but no noise was observed on the rv channel. The plan is to replace the device and lead at a later time. No adverse patient effects were reported. This device and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a follow-up, the healthcare professional noticed that the estimated battery longevity showed less than three months remaining, while in january the estimated battery longevity showed one year remaining for this implantable cardioverter defibrillator (ICD). Additionally, the right ventricular (rv) lead did not capture at maximum output 7.5v at 2ms. The shock impedance was high but within normal limit at 122 ohms. Provocative maneuvers were performed but no noise was observed on the rv channel. Additionally, integrity testing was performed, rv lead now exhibit a gradual increase of shock impedance high out of range measurements and high capture threshold. X-ray imaging was taken and did not show any lead damage. The plan is to replace the device and lead at a later time. No adverse patient effects were reported. This device and rv lead remains in-service.